Event description:
It was reported that a t:slim x2 pump battery would not charge, leading to a power source alert and the pump shutting down. The customer's blood glucose level did not exceed 500 mg/dl during this issue, indicating there was no adverse impact. Technical support informed the customer that insulin and bolus settings reset after a shutdown, advised manual restarting of cgm sessions, and recommended monitoring, with a replacement of charging supplies approved. There was no commitment to replace the pump, and the customer was told to report any persisting issues.